Manufacturer narrative:
No device return anticipated due to this being a legal case. Recall: z-0021-2022. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported via a legal notification that a male patient, initial left knee implanted on (B)(6) 2010, underwent a revision procedure on (B)(6) 2022, approximately 12 years 11 month post the initial implant procedure for reasons unknown. No further information was reported.

Manufacturer narrative:
H6: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information.

Event description:
Per a report from the legal department the patient had a left knee replacement on (B)(6) 2011. Approximately 11 years and 7 months after the initial surgery the patient had a left knee revision on (B)(6) 2022 due to accelerated and preventable wear. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
B5: added the reason for revision (accelerated and preventable wear), h6: failure modes were updated to reflect reason for revision.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3, h6. The following sections were corrected: d6a, h6. MDR section codes updated/corrected: a, b, c, e, g. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and femoral loosening or due to inclusion of the polyethylene in the packaging recall. The reported femoral debonding may be due to failure of the cement used to secure the femoral component to the femoral bone, which led to loosening at the cement-implant interface. However, this cannot be confirmed as there were no details regarding the cementing technique or environmental conditions provided. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.